Manufacturer narrative:
Further information was requested, but not received.

Event description:
During an in clinic follow up, an increased threshold and noise resulting in oversensing was noted on the right ventricular (rv) lead. A lead fracture was suspected. Reprogramming was performed to resolve the event. The patient was stable and continue being monitored.